Event description:
Implant didn't achieve osseointegration, primary stability was achieved, thread tap used, complication in site preparation (dense bone), inadequate bone quality/quantity, infection, pain.